Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed as they used another capsule to complete the procedure. There was nothing unusual about the patient or the procedure, no lubrication was used to facilitate placement of the capsule, and the delivery system and capsule will not be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure, no lubrication was used to facilitate placement of the capsule, and the delivery system and the capsule will not be returned for investigation.